Event description:
Consumer alleges that while riding in chair, it allegedly came to a sudden stop and stopped working with no light indicators to alert of any malfunctions. Dealer states that the motor gear boxes are leaking. No injury is alleged.

Event description:
Consumer alleges that while riding in chair, it allegedly came to a sudden stop and stopped working with no light indicators to alert of any malfunctions. Dealer states that the motor gear boxes are leaking. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model r51lxp - serial number/date (B)(4) is approximately 4 years and 4 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
Initial (B)(4) issue mfg report #1525712-2011-00824. The device, model #r51lxp, serial (B)(4), components, joystick model #dk-remd01, serial (B)(4) and controller model #1109530, serial (B)(4) were returned for an evaluation. Chair was approximately 4 years old at the time of the incident. Maintenance history is unknown. The chair was very used with impact damage and corrosion. The joystick returned was not compatible with this chair. The dealer did not return the joystick that works with the controller for this chair. The joystick was replaced with a correct model and the chair was functionally tested. No discrepancies were observed. (B)(4) has been initiated for this issue. Model r51lxp - serial number/date code (B)(4) is approximately 4 years and 4 months old. The user manual part number 1106645 rev f was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.